Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had a loss of therapeutic effect, experienced a loss of stimulation sensation, and saw a poor communication screen when they tried to connect. They did not know when their implant was last checked. The patient was advised to have the device checked based on date of implant. Additional information was received on (B)(4) 2020 and patient stated that the patient device is still not working for her or not properly set up. No further device issue alleged / identified. No further patient symptoms or complications were reported.